Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason and the patient was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7070230 UDI: (B)(4). Product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6). Batch: 7070196 UDI: (B)(4).